Event description:
The customer reported that the procedure was completed but did not know what device (subject device or similar device) was used to complete the procedure.

Event description:
An olympus representative reported the air/water supply failure on the evis lucera elite gastrointestinal videoscope during reprocessing and the device had been inspected prior to use. The intended procedure had been completed with a similar device. During testing and inspection of the returned device, the nozzle was found to be clogged with debris and was attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
E1 (B)(6) hospital. The customer reported that it was unknown if the device had been reprocessed prior to being sent in for evaluation. The customer was unable to identify what the foreign material could have been. The customer was unable to provide any details regarding the reprocessing of the device. The device was evaluated, and the customer¿s allegation of the water could not come out could not be confirmed. In addition to the findings reported in b5, scratches were found on the device, the bending section cover adhesive was cracked and missing, the control panel was discolored and the suction cylinder was scrapped. A stretched angle wire caused the bending angle and the play of the angle knob to be out of specification. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation was unable to determine the root cause of the clogged nozzle: ¿ the foreign material was unable to be identified. ¿ it is unknown if the device was not reprocessed in accordance with the instructions for use (IFU). The IFU addresses this failure: the event can be detected and prevented in accordance with following the IFU. ¿ the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. ¿ the instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). If additional becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.